Event description:
An ophthalmic surgeon reported that air was coming through a valve before fluid/air exchange during a vitrectomy surgery. The surgeon addressed the issues by clamping the air line temporarily. The procedure was completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).